Event description:
The surgeon was examining a patient who was three months post-op from an acdf procedure which used pegasus between c6 and c7. Basically, the implant is intact, but the anchor broke in-situ sometime between the procedure in august and now. The surgeon stated that the anchor was intact after implantation, so this must have happened recently. No injury or adverse patient effect was reported.